Event description:
The customer reported that the mag2 exposure beyond visible image was out of tolerance. No pt injury was reported.

Manufacturer narrative:
The ge service rep found the mag2 collimator setting was the same as mag1. He adjusted the collimator allignment, normal collimator exposure is 217mm and visible is 210mm, mag1 collimator exposure is 160mm and visible is 154mm mag2 collimator exposure is 124mm and visible image is 117mm. All settings are now within tolerance. The system functions as intended.